Event description:
Customer alleged blood glucose results of "almost 400" mg/dl on the advantage system compared to 121 mg/dl and 102 mg/dl when testing was performed back-to-back on a professional meter. The customer did not report having symptoms and did not report any treatment/action based on the results. A request was made for the return of the suspect device and replacement product was sent.